Manufacturer narrative:
Analysis is taken from a trending report of evals or adverse events finalized on (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they noted sensitivity to the tape collar with red, itchy skin. The end user discontinued use of the product. Returned to using a different wafer with no tape collar. The skin cleared of rash and itchiness.